Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a vessel closure of an unspecified access site using a prostyle device related to an unknown procedure. Reportedly, when attempting to replace the device with an introducer, the knot wire got stuck in the system, making it impossible to complete the procedure. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Returned device analysis found that the suture trimmer was pull back and the suture released from the suture bearing. The red lever was then activated, and both suture limbs were cut. Based on the device analysis, the originally reported failure of "the knot wire got stuck in the system" will now be interpreted as a suture malposition. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The mal position of the device was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. In this case, it is possible, the device was placed in subcutaneous tissue or there was friable tissue; however, this cannot be confirmed. There is no indication of a product quality issue with o the design, manufacture, or labeling of the device. H6 correction: medical device problem code 2983 removed.